Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 03.010.411, lot # 2521350, manufacturing site: selzach, release to warehouse date: 11dec2009, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the extractscr f/pfna blade (part #: 03.010.411, lot #: 2521350) was received at us customer quality (cq). Upon visual inspection, the threaded tip of the device has broken off. The broken fragment was not returned. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection was not performed due to the post-manufacturing damage document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the threaded tip has broken off. Although no definitive root cause could be determined based on the provided information; it is likely that the device experienced unintended forces greater than the one the device was validated to withheld. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the device broke during the surgery. This report is for one (1) extraction screw for pfna blade. This is report 1 of 1 for (B)(4).